Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for an unspecified infection coincident with therapy for peritoneal dialysis. The patient experienced cloudy effluent and was treated with unspecified antibiotics (orally, daily, for 10 days, dose not reported) for the infection. Therapy was discontinued and the patient was placed on hemodialysis. The patient was for four days prior to being discharged from the hospital. At the time of this report, the patient was recovering from the infection. No additional information is available at this time.